Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported problem. The air sensor is dented. The air detector was replaced.

Event description:
It was reported that the device had a damaged air detector. Per reporter, the event occurred during testing. There was no patient involvement.